Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7085687, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080630, UDI: (B)(4), product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080508, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent lead replacement surgery due to lead displacement, which prevented stimulation from reaching the targeted painful area. This issue was confirmed through medical imaging. The patients post-operative condition is stable. The explanted leads will not be analyzed as they were discarded by the medical facility.